Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that the patient¿s lactate dehydrogenase (ldh) remained ¿extremely elevated¿ without any other signs or etiology of hemolysis. The vad interrogation was ¿essentially unremarkable.¿ one estimated flow and lvad power elevation was observed, but otherwise the parameters were stable. The patient is off of heparin, and with a stable inr. It was also reported that persantine was added to the anticoagulation regimen, and the patient was therapeutic on coumadin. The pump speed had been increased on (B)(6) 2017. On (B)(6) 2017, it was reported that the hemolysis is not ongoing. The ldh levels decreased from 1023 u/l on (B)(6) 2017 to 366 u/l on (B)(6) 2017. On (B)(6) 2017 ,the ldh level was 600 u/l. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of extremely elevated lactate dehydrogenase levels could not be conclusively determined. The log file captured that the pump maintained a speed above the low speed limit without issue while the driveline was connected. Throughout the log file the power was typically in 5 to 8 watt range. There were multiple points throughout the log file that the power fluctuated above 8 watts but the power did not elevate above 10 watts. There were no other notable alarms active in the log file. The patient remains ongoing on vad support with no further reported issues. Hemolyis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.